Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the ventilator will not boot up.the customer reported there was no patient involvement.

Manufacturer narrative:
The fse reported the backup battery was depleted due to the power supply was not charging the backup battery.